Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to helix issues. The physician performed few attempts to position the lead at the left bundle branch and when they tried to remove the lead from patient's body for examination, part of tissue was stuck inside the lead. Subsequently, the physician implanted a different lead. No additional patient adverse effects were reported. This lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. However, tissue was found in the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the right ventricular (rv) lead was an attempted implant due to helix issues. The physician performed few attempts to position the lead at the left bundle branch and when they tried to remove the lead from patient's body for examination, part of tissue was stuck inside the lead. Subsequently, the physician implanted a different lead. No additional patient adverse effects were reported. This lead is expected to return for analysis.